Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 1651501-2018-00001, 1651501-2018-00002, 1651501-2018-00003, 1651501-2018-00004, 1651501-2018-00005, 1651501-2018-00007, 1651501-2018-00008.

Event description:
This is 6 of 8 reports. Doctor has had several patients with reverse dislocations(rsa) over the last few months requiring revision surgery (rsa). Additional information has been requested.

Manufacturer narrative:
Investigation completed on march 2, 2018. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. A DHR could not be performed, the device in question has not been identified. The lot number, device catalog number, product description has not been communicated and is not known at this time. To date there have been 33 complaints for disassociation involving the rss system, specifically the glenosphere. From previous reports the most probable root cause is the central baseplate screw was not fully seated, which prevented the taper from fully engaging. This failure mode has been duplicated with in-house testing at integra. The disassociation may also be from insufficient impaction during the initial surgery.